Event description:
The patient had three unknown brand stents implanted on the day of the index procedure. Approximately 1 day from the index procedure, the patient suffered from congestive heart failure that required hospitalization and was treated with a PICC line placement. Approximately 2 days from the index procedure, the patient developed severe scrotal edema which was treated with the placement of impella support device. Approximately 2 weeks from the index procedure, the patient began having gross hematuria with bright red clots treated with a 3 way bladder and ceftriaxone. Patient also suffered from anemia which required transfusion of 4 units. Approximately 2 months from the index procedure, the patient died due to ischemic cardiomyopathy.

Event description:
Additional information received confirmed that patient received 4 endeavor sprint rx stent during index procedure. Three endeavor sprint rx stents were implanted in the prox lad and one endeavor sprint rx stent implanted in the mid rca during index procedure with support of an impella device for left ventricular dysfunction. PICC line placement was required due to congestive heart failure one day post procedure. Severe scrotal edema was noted 2 days post procedure which was treated with diuretics and placement of an indwelling foley catheter. Approximately 2 weeks post index procedure, patient was hospitalized due to haematuria with bright red blood cloths. A three-way catheter for continuous bladder irrigation was implanted and antibiotics were administered. Dapt therapy was held during admission. Patient was anaemic and was treated with blood transfusion. Patient was discharged with a foley catheter in place. On discharge, asa and clopidogrel therapy was restarted. It was reported that approximately 2 months post stents implant, the patient was re-hospitalized for congestive heart failure, low pressure with inability to find radial pulse. Medical treatment was provided with good results and the patient was discharged. However it was reported that the patient died at home few days later. The death certificate listed the immediate cause of death as ischemic cardiomyopathy. No autopsy was performed. (Ref MFR # 9612164-2011-00588, 9612164-2012-00161, 9612164-2012-00162, 9612164-2012-00163)

Manufacturer narrative:
(B)(4). Results - (death-coronary product). Conclusion - no conclusion can be drawn.

Event description:
The patient is a (B)(6) man. The proximal lad was treated with three assigned stents de novo, class c. Mid rca treated with one assigned stent de novo, class b1. Approximately 2 weeks post the index procedure, the patient was hospitalized with complaints of hematuria without trauma associated. The site reported a moderate gusto bleed. Approximately 2 months post the index procedure, the patient was seen in the ER with low blood pressure and an inability to find radial pulses. The initial blood pressure was 84/62 and at discharge was 101/62. The patient was treated for congestive heart failure with IV furosemide with a poor response and then given bumetanide with good effect. Five days later, the patient died at home. The death certificate listed the immediate cause of death as ischemic cardiomyopathy with underlying causes as coronary artery disease and diabetes mellitus type ii. The site reported a cardiac death related to ischemic cardiomyopathy. No autopsy was performed

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Approximately 2 months post the index procedure, it is reported the patient suffered from an mi. Cec adjudicated the mi as a mdt and arc defined event. The death certificate listed the immediate cause of death as ischemic cardiomyopathy with underlying causes as coronary artery disease and diabetes mellitus type ii.